Event description:
The manufacturer report number was originally 6000089-2007-00090 and has changed as bsc has discontinued the use of the special reporting numbers granted by the FDA and are utilizing the regulation default site establishment registration numbers for reporting mdrs. Same case as MFR report #: 2134265-2010-00321. It was further reported that at the time of the index procedure, the target lesion was 100% stenosed, concentric with significant lesion bend-90 degrees, and located in the totally occluded, non calcified and moderately tortuous target vessel with timi-0 flow. It was classified as an acute thrombotic occlusion. Predilation was not performed, but rather, use of a non bsc aspiration catheter which reduced the stenosis to 95%. After this, the patient experienced ventricular fibrillation which required defibrillation. Following treatment timi-3 flow was present. The patient was reported to be in good condition post index procedure and was discharged 3 days later.

Manufacturer narrative:
(B)(4).